Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg)events of approximately 40 mg/dl. Reportedly, the customer requested too much insulin be delivered through a bolus. Customer consumed carbohydrates to treat bg level. Reportedly, customer suspected the cause of the low bg was due to the insulin settings and consulted with healthcare provider regarding diabetes management. Recommendation was made for customer to discuss event with a healthcare provider.